Manufacturer narrative:
The actual device is not available for evaluation. Therefore the investigation was limited to the user facility information provided and evaluation of retention samples. Visual inspection of retention samples from the reported and surrounding lots confirmed no anomalies. Dimensional testing confirmed all samples met manufacturing specifications. A review of the device history record of the product code/lot number combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot number combination. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the retention samples were normal product with no anomalies. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Actual device not available.

Event description:
The user facility reported the wire unraveled during a procedure. Follow up communication with the user facility confirmed the following information: the wire unraveled during access with pinnacle precision kit; the procedure was completed; and the patient was reported as doing okay.